Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the top drawers were offline. A field service engineer (fse) found the station had no internet connection, but information technology (it) was on-site and resolved the issue. However, drawers were still not connecting. The tss connected to the machine, configured the drawer card, and restarted the cubex application, bringing the drawers back online. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the customer reported that the drawers were offline. When attempting to remove it into the cabinet, it was also offline. The customer attempted to reboot the cabinet; the drawers were still offline. Additionally, they performed a hard reboot as well and checked the ethernet cable connections and thought they might be loose. With the cabinet not registering the drawers or being online, it could have been a bad network card. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.